Event description:
The customer reported, the system is not displaying an image. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a broken wire in the interconnect cable. The interconnect cable was replaced. The system operates as intended.